Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the waste pump was defective. The fse replaced the waste pump, which repaired the leak. The repairs were verified by the customer. (B)(4).

Event description:
The customer reported a leak from the baths of the coulter act diff 2 analyzer while running startup. The volume of the leak was about half a cup and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.